Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4). Case description: tech. Called in for help on 8100 unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: confirm to tech. Error code 13-1064.1096 software fault needs to reflash software on unit but if flash fails next step is logic board which is the main board on units has to be replace. They are still use software version (B)(6) on 8015 and need to try and locate their poc cd for (B)(6) also explain to tech. That version is at eol affected (B)(6) 2019 option if he can't locate his cd for poc he will have to get in contact with his sales rep. For bd corp to discuss new software contract. Case rear- damaged/cracked.